Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer had changed their supplies and insulin bottles and the occlusion alarms continued. The customer¿s blood glucose (bg) level was not impacted. As the supplies had been changed out, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts reviewed the customer logs with the customer and informed them that the logs showed that at times the customer was clearing the alarms and resuming insulin without changing any supplies, the customer acknowledged this information. The customer reverted back to manual injections for diabetes management.